Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient . Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 377760, lot# v015329, implanted: (B)(6) 2007, product type: lead. Product ID: 377760, lot# v015321, implanted: (B)(6) 2007, product type: lead. Product ID: 37742, serial# (B)(4), implanted: product type: programmer, patient. Product ID: 377760, lot# v015329, implanted: (B)(6) 2007, product type: lead. Product ID 377760, lot# v015321, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
The patient reported that they were charging too frequently. The patient had to charge every two days since they got the new implantable neurostimulator (ins). The previous device needed to be charged every 10 days. The caller did not believe it was normal. The patient ran in 24/7 and had the same parameters as the previous device. It was indicated that the patient charged the ins 100% full. The patient had surgery on (B)(6) 2015 and the health care professional (hcp) did not test the battery before the patient came out of the surgery. The patient was brought into the recovery room and the manufacturer representative (rep) ran a diagnosis on it and determined that the battery was not hooked up properly. They had to take the patient back again on the same day and reinsert and readjusted the battery. The patient could not believe that the battery was not tested to make sure it was properly inserted. Additional information was received from the rep indicating that the patient was just seen in the clinic and they interrogated the device and saw the patient had three programs using 3-4 electrodes on each. Running at 4-6.5 amps at a rate of 80. The patient had device on 24/7. The patient was down to a half battery after two days which would be normal for those settings. The rep was able to re-program patient to 1 program, on 3 electrodes at rate of 60 and patient indicated that they were still receive the same stimulation effect at this setting. No device issue was noted. It was noted that the lead was not fully seated at the time of implant so the doctor had to re-open incision and properly seat the lead. That went fine and no problems. The rep later indicated that they were present for the procedure and that they did an impedance check before the procedure and everything was normal. The physician did the battery change but did not check impedances in the operating room. The rep checked impedances as soon as patient was in recovery room and that was when they noticed abnormal impedances. The doctor took the patient right back into the operating room, the patient had not even woke up yet. The pocket was re-opened and the lead wires were reseated. The impedances were fine. Other relevant medical history includes non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.